Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-06-08/09. The reported charging failure could be replicated and the ch power supply unit was replaced. The ch ac mains connector was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the ac power is not being recognized on the cardiohelp and the batteries are not charging. The failure was detected during inhouse-repair. A getinge field service technician (fst) was sent for investigation and repair . The reported charging failure could be replicated and the ch power supply unit was replaced. The ch ac mains connector was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Root cause reported failure "battery will not charge": the cardiohelp power supply unit was investigated by getinge life-cycle-engeneering on 2024 (B)(6): it could be confirmed that the power supply unit is defective, as the voltage drops under load. The root cause of the failure could not be narrowed down further during the investigation. The power supply board is the first installed one from 2014. Root cause reported failure "ac power is not being recognized": as the failure could not be replicated, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: breakdown of ac/dc line voltage (mains). Power supply cannot be connected. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use (chapter 5.6.1 "check before every application") the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The device was manufactured on 2014-09-03. The review of the non-conformities has been performed on 2023 (B)(6) for the period of 2014 (B)(6) to 2023 (B)(6). It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "ac power is not being recognized " could not be confirmed. The reported failure "batteries will not charge" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if futher relevant information become available, the complaint will be re-opened and further investigation steps will be initiated.

Manufacturer narrative:
The power supply was returned to manufacturer for further investigation. The power supply was investigated by getinge life-cycle-engineering: it could be confirmed that the voltage of the power supply unit dropped multiple times. This is the most possible root cause for the reported failure. A deeper investigation is still ongoing. A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the ac power is not being recognized on the cardiohelp and the batteries will not charge. The failure was detected during inhouse repair no harm to any person has been reported. Complaint ID: (B)(4).